Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the provisional was returned in a fractured condition.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: the complaint sample was evaluated and the reported event was confirmed through physical evaluation. The returned provisional exhibits signs of repeated use (nicked or gouged) and is fractured on lateral side of post. The device history records were reviewed and no discrepancies were identified. A corrective and preventative action investigation into this issue determined that the likely root cause for the tibial articular surface provisional (tasp) fractures is bending/torsional loading on the device. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. This device was manufactured prior to the design modification and therefore the root cause is the previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.